Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received sensor error alerts. The customer's blood glucose at the time of the incident was 40 mg/dl. She treated with soda and blood glucose went to 107 mg/dl. The customer stated she removed the sensor and it was bent and had blood. Troubleshooting for low blood glucose was not performed. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.